Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni] [not indicated]. Implant procedure: open repair of incisional ventral hernia with mesh (15 x 20 cm gore-tex dualmesh plus). Implant: gore dualmesh® plus biomaterial [1dlmcp04/(B)(6), 15.0 cm x 19.0 cm x 1.0 mm] implant date: (B)(6) 2013 (hospitalization unknown). (B)(6) 2013: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia. Assistant: (B)(6) pa-c. Anesthesia: general. Anesthesiologist: dr. (B)(6). Justification for procedure: this is a 52-year-old female patient who has had multiple abdominal surgeries. She has developed an incisional ventral hernia. The need for repair, its risks, benefits and alternatives were discussed with the patient. Risks discussed were inclusive of but not limited to possible adjacent organ injury, bleeding, wound infection, mesh infection, need for multiple additional surgeries, cardiopulmonary, cerebrovascular and anesthetic complications. The patient asked questions and had all her questions answered to her satisfaction. Hence, an informed consent was obtained. Operative procedure in detail: ¿the patient was brought to the operating room, placed supine on the table and monitored in at least 5 separate physiological parameters. The patient was found to be hemodynamically stable so general anesthesia was administered. The patient had a foley catheter passed, ted hose stockings, sequential compression was placed, after which the abdomen was cleaned, prepped and draped in the usual sterile fashion. A midline incision was made through the previous scar and deepened down through skin and subcutaneous tissue down to the fascia, superior and inferior to the bulging hernia sac. The hernia sac was located above the umbilicus. The hernia sac was dissected free from surrounding subcutaneous tissue using blunt dissection and sharp dissection as well as electrocautery. The area around the hernia sac and the hernia defect was cleared for several centimeters in all directions. After which the hernia sac was opened and dissected off and sent for histopathology. The abdominal contents were reduced back into the peritoneal cavity and adhesions to the anterior abdominal wall and peritoneal contents was taken down with blunt dissection and sharp dissection. After clearing an adequate space, the area was irrigated, hemostasis ensured, after which a 15 x 20 cm gore-tex dualmesh plus was placed on the undersurface of the fascia, smooth surface towards the peritoneal contents and sutured in place using 0 gore-tex running suture. The excess mesh was trimmed away and was trimmed away and discarded. The wound was infiltrated generously with local anesthetic, after which it was irrigated, hemostasis ensured and the subcutaneous tissue was closed with 2-0 vicryl interrupted and skin was closed with skin staples. Sterile dressing placed and entire procedure concluded. The patient tolerated the procedure very well. There were no complications. Patient was sent to the recovery room in stable condition with minimal blood loss.¿ (B)(6) 2013: (B)(6) medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: (B)(6). W.l. Gore & associates. Exp. Date: (B)(6) 2015. Size: 15.0 cm x 19.0 cm x 1.0 mm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ (B)(6)) was implanted during the procedure. Explant procedure: robotic assisted left-sided myofascial advancement flap with transversus abdominis component release. Open right-sided myofascial advancement flap with transversus abdominis component release. Robotic assisted converted to open recurrent incisional hernia repair with mesh. Excision and removal of old mesh. Extensive laparoscopic and robotic assisted lysis of adhesions. Suture repair of colon. Skin excision. Explant date: (B)(6), 2018 (hospitalization (B)(6) 2018). (B)(6) 2018: (B)(6) health system. (B)(6) md. Operative report. Assistants: (B)(6) md. Anesthesia: general endotracheal anesthesia. Asa class: 4. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: as above. Large and complex recurrent incisional hernia. Indication: ms. (B)(6) is a 57 y.o. Female patient with a large recurrent incisional hernia secondary to a previous laparotomy for a gunshot wound many years ago, that underwent repair with mesh several years later, however unfortunately this recurred. Patient was symptomatic with abdominal discomfort, bloating, difficulties with bowel movement and pain. Therefor the decision was made to take the patient to the operating room for robotic assisted repair and component release. The patient has been explained the indications and benefits of the proposed procedure. She has also been explained the potential risks and complications associated with it, including bleeding, infection and damage to adjacent organs or structures. The patient expresses understanding and has made a conscious decision to undergo the procedure. Written consent has been obtained and resides in the chart. Procedure details: ¿a procedure time out was performed in which the surgical team and I verified the correct patient, procedure and surgical site, and these were confirmed. The patient was placed in the supine position; then prepped and draped in the usual surgical sterile fashion. A small incision was made in the left mid flank through which the subcutaneous tissues were divided and the lateral muscles of the abdominal wall were identified. A 0 suture was place on each side of the anterior fascia and this was incised. Then utilizing optiview technique as well as guidance an intramuscle position was achieved. This intra-muscle space was then dissected with use of blunt force with the camera as well as with minimal insufflation. Once achieved other working assistant trocars were placed. The space was then developed all the way around to the midline. I then begun a component separation of the transversus abdominis by cutting on its medial border therefore performing a posterior component release. This proved successful, however unfortunately I was not able to robotically get past the midline secondary to her previous mesh being in place. I then elected to reorient into an intra-abdominal position. Once this was performed I encountered multiple and extensive adhesions of bowel and colon to other loops as well as to the abdominal wall and multiple hernias. An extensive and thorough lysis of adhesions was then carried out both robotically and with laparoscopic assistance. Unfortunately it was a loop of transverse colon that was tucked inside of a segment of the superior most hernia which was impossible to carefully dissect either robotically or laparoscopically. At this point for fear of injuring the colon I decided to convert to an open operation. A veress needle was inserted in the left upper quadrant through which pneumoperitoneum was established. With careful optiview technique a 12 mm trocar was introduced into the left lateral abdomen. The abdomen was then inspected, and found to be free of any injury. Multiple incisional hernias were noted. 28 mm robotic trochars were then placed on the left abdomen. An assistant 12 mm air seal port was then placed also on the left abdomen. Hernias were then identified and reduced. Any adhesions to surrounding tissues were carefully taken down with sharp and bunt dissection. Previous adhesions from surgeries were also taken down with takedown of the left hepatic lobe, stomach, and falciform. A bladder flap was also created. A limited midline laparotomy was then created through her previous incision. Subcutaneous tissue were divided and entry gained into the abdominal cavity. The transverse colon was then identified essentially matted down and tucked into the superior most aspect of the superior most hernia. This was carefully taken down with sharp dissection. A serosal tear on the surface was then repair with interrupted imbricating 2-0 silks sutures. The hernia sac was then excised and sent for pathology. I then proceeded to identify the edge of the left rectus muscle. Once identified the posterior fascia and peritoneum were incised along the medial edge of the rectus muscle. A plane with component separation was then created underneath the rectus muscle but above the posterior sheath, this plane was very easily created since it had already been partially created a robotically. This was carried on laterally until the oblique aponeurosis was identified all the way from the costal margin to well below the arcuate line. Once the oblique aponeurosis was entered then the remaining transversus abdominis muscle was divided at its proximal margin creating a myofascial flap and a plane was developed between the posterior sheath and the transversus abdominis all the way laterally. Careful hemostasis was taken. The process was repeated on the right side, proceeding to identify the edge of the left rectus muscle. Once identified the posterior facia and peritoneum were incised along the medial edge of the rectus muscle. A plane with component separation was then created underneath the rectus muscle but above the posterior sheath. This was carried on laterally until the oblique aponeurosis was identified all the way up from the costal margin to well below the arcuate line. Once the oblique aponeurosis was entered then the transversus abdominis muscle was divided at its proximal margin creating a myofascial flap and a place was developed between the posterior sheath and the transversus abdominis all the way laterally. Careful hemostasis was taken. A looped pds suture was then utilized to close the posterior sheath from one into another. Given several rents of the posterior sheath and decided to place vicryl mesh underneath in order to keep the bowel behind it for the time being well I placed retrorectus mesh. An 8 10 inch proceed mesh was then selected. This was placed in the retrorectus space, behind the rectus but above the posterior sheath. This was tacked at the 4 corners with 2-0 vicryl sutures. Thorough irrigation was performed. 2:15 french round blake drains were placed on either side. Then the anterior fascia and muscle was reapproximated with 2 looped pds sutures. The wound was then thoroughly irrigated once again. Another 15 french round blake drain was placed in the middle inside of the wound. Given her previous scar and tenuous skin I decided to excise her old scar for better cosmetic appearance. This was carried on with sharp excision and hemostasis of the bovie electrocautery. The skin was approximated with staples after thorough irrigation and hemostasis. All laps, sponges and instrument counts were accounted for and correct. A debriefing was performed. Patient was cleaned, dried, woken up from anesthesia and extubated. No complications encountered.¿ specimen: skin excision, hernia sac, and old mesh sent to pathology. Implants: mesh proceed oval. Mesh woven vicryl. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial  instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial  instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abscess, adhesions, infection, hernia recurrence, mesh removal. Additional event specific information was not provided.